Event description:
No additional information has been provided at this time.

Manufacturer narrative:
The following field was updated per additional information received: additional information: investigation. The investigation was reopened due to additional information provided. The following allegations have been investigated: inability to retrieve, thrombus, migraines, swollen neck, stress, and depression. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported migraines, swollen neck, stress, and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on wo for device (igtcfs-65-jug) lot# 3158520. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference# 3002808486-2016-01097. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc informs that all future submissions regarding this complaint will be handled under manufacturer report reference#1820334-2019-01416. Occupation: non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an infrarenal implant on (B)(6) 2012 via the right jugular vein. Patient alleges device is unable to be retrieved and increased risk of thrombus. Patient further alleges to experience, "a lot of migraines, filter thrombosis, neck looks swollen, and increase stress and depression." Filter explanted on (B)(6) 2013; another filter implanted on (B)(6) 2013. Per venogram, dated (B)(6) 2012 (attempted retrieval), "diagnostic inferior vena cavography redemonstrates the present of a filter with in the infrarnal ivc. Filter retrieval was attempted and there is a new large thrombus arising off the filter. The patient was immediately placed on a therapeutic does of subcutaneous lovenox." Per venogram, dated (B)(6) 2013, "diagnostic cavography demonstrates a significant decrease in the burden of thrombus arising off of the filter apex when compared to the prior exam from (B)(6) 2012. Unfortunately, the burden of thrombus remains too great to safely allow filter retrieval during today's examination." Per ivc filter placement, dated (B)(6) 2013, "prior to filter removal, a decision was made to place an additional gunther tulip filter also an infrarenal location but cephalad to the previously placed filter. Unfortunately, moderate filter tilt was identified upon deployment."